Manufacturer narrative:
Device was received in normal working conditions with battery voltage above eri level. Visual inspection did not find any anomaly on the header. Analysis of device image displayed normal device characteristics. Further analysis performed, including cross talk and sensitivity tests displayed no anomalies and exhibited normal device operation with battery voltage above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2021-27017, related manufacturer reference number: 2017865-2021-27018. It was reported that the right ventricular lead exhibited multiple high ventricular rate episodes for lead noise/artifact. During extraction of the right ventricular lead, the atrial lead was dislodged and was explanted as well. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is performed. Patient was stable before during and after the procedure.